Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Sample analysis found no device malfunction that could have caused or contributed to the reported issue. As the reported condition was not verified from the device evaluation, no patient injury occurred, and no medical intervention was required; the device is no longer suspect for this reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill three of peritoneal dialysis therapy. The patient immediately disconnected and stopped the machine when they awoke. The patient awoke with an intense feeling of being overfull. The patient completed therapy by manually draining. It was determined that the patient's expected drain volume was 1600 ml, but was able to manually drain over 3000 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.